Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power cord wire connectors were tightened. The system was tested and operates as intended.

Event description:
The customer reported that the instatrak 3500 system shut down during use. No patient injury was reported.